Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.